Event description:
The patch leaked approx one unit of blood through its center for approx one hour (this is an estimate by the surgeon, the actual quantity is unknown due to its not being measured). The bleeding was stopped by the application of gelfoam, thrombin and surgigel. The patch was left in. The pt's condition is fine.